Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was not reading the cartridge correctly during the load step. The patient stated that a cartridge with 200 units was placed in the pump and after the pump load step the pump indicated 143 units. The patient reported trying to perform the load step multiple times with the same cartridge and the pump stopped at 176, 178, 149 units. This report is made based on the allegation of the pump load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Correction/removal reporting number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed a 'load step malfunction' recorded on (B)(4) 2012. On testing, the pump powered on normally and successfully performed an ez-prime function. The force sensor was tested and found to be within specifications. The pump was opened for investigation and revealed a crack at the force sensor flex near the solder joint of the pins.